Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "a deflation of a textured saline implant" on an unknown side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/apr/2024. Additional, changed, and/or corrected data: g1.

Event description:
Healthcare professional reported right side "deflation of a textured saline implant". The device has been explanted. It was later noted the event of deflation is associated to the contralateral side. The right-side device remains intact.

Event description:
Healthcare professional reported right side "deflation of a textured saline implant". The device has been explanted. It was later noted the event of deflation is associated to the contralateral side. The right side device remains intact.